Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 450cc mentor memorygel breast implants, suffered bilateral rupture after a motor vehicle accident. MRI confirmed the ruptures. As a result, the patient underwent bilateral removal and replacement with two non-mentor devices on (B)(6) 2019.this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 08/13/2019, the mentor failure analysis lab has received the device for evaluation. On 08/13/2019, mentor became aware that the patient also experienced bilateral ptosis. In addition, mentor also became aware that the patient had undergone bilateral removal and replacement with two non-mentor implants. On 08/29/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The following information were erroneously omitted from the follow up report number 2 sent on (B)(6) 2019: on (B)(6) 2019, the product investigation was updated: device investigation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on 11/4/2019, it was decided to remove device code: material rupture, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).